Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the head, shell and sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, acetabular shell, stem and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head, acetabular shell and the stem. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The available medical documents were reviewed. Patient had a left total hip arthroplasty on (B)(6) 2010, almost 10 years post implantation he had a revision. A physicians¿¿ note indicated cobalt and chromium levels were 13.1 and 3.3 respectively. MRI revealed fluid collection posterior to the femoral prosthesis and acetabular osteolysis compatible with foreign body reaction. Additional left hip joint effusion with synovitis and extensive synovial debris. Intraoperatively it was noted; the cup position was certainly not ideal, there was a fairly high hip centre and quite lateralized cup. There did also appear to be some debris on the trunnion, a significant amount of fluid and brown stained tissue consistent with metallosis. It is unknown if the fairly high hip centre and quite lateralized acetabular component led to accelerated wear and the metal debris and discoloured tissue noted intraoperatively. It was reported that the metal ion levels were elevated prior to revision; however, neither the units of measure nor the lab reports were provided. Although the reported pain, elevated metal ions, pseudotumor, and metal reactive tissue may be findings consistent with metallosis and trunnionosis, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent a revision surgery of the left hip due to metallosis, pseudotumor, extensive heterotopic ossification, osteolysis, metal-stained tissue, and brownish-black fibrous tissue as the result of premature failure of the device. The three hole hemispherical stiktite coated shell and the hemi head were explanted.